Event description:
Rn was attempting to insert IV. It was intended to start an IV and have the needle retract into the safety glide. When the needle was inserted and retracted, the needle did not retract into the safety glide. Pt has parkinson's and was shaking, luckily the lab tech was able to grab the exposed needle and place it in sharps before anyone was poked.